Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When was the needles kept popping off (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify please provide the lot number: device return status. Please document the shipment tracking number:

Event description:
It was reported that a patient underwent a total knee replacement on (B)(6) 2022 and suture was used. During the procedure, the needle popped off the suture. The case was completed with another device of the same product code. There were no adverse patient consequences. Additional information was requested.